Event description:
On (B)(4) 2011 customer reported that they observed ¿splattering¿ in the reagent probe area of the cx5 delta instrument. There are no reported calibration, control or patient recovery issues. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and replaced the reagent probe. Repairs were verified per established procedures. No further issues were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).